Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 did not fire properly. It would not close clips all the way. 7/7/1998 another er320 was pulled to complete the case. There was no consequence to the pt.